Manufacturer narrative:
Root cause: the pencil is supplied to deroyal by vr medical technology. Therefore, a supplier corrective action request was issued to vr medical. In its response, vr medical stated the returned samples were sent to the manufacturer for testing. All samples worked normally with no short circuit defect occurring. Therefore, the root cause is unknown. Corrective action: based on the root cause determination, a corrective action has not been taken. Investigation summary an internal complaint ((B)(4)) was received indicating an electrosurgical pencil (88-e0031, lot 17112104) was "getting an electrical short" during use. Unused samples of the same lot were returned for evaluation and forwarded to the manufacturer. The pencil is supplied to deroyal by vr medical technology. Quality documentation for the reported lot was reviewed for possible discrepancies that may have contributed to the reported event. No discrepancies were identified. The supplier corrective action request (scar) and supplier notification letter logs were reviewed for similar complaints. Similar complaints were identified; therefore, a scar was issued to vr medical. A response was received and accepted may 14, 2019 by deroyal personnel. From 2017 to 2019, (B)(4) cases of the reported finished good have been sold. Three similar complaints were identified, which equates to a sales-to-complaint ratio of (B)(4). Deroyal will continue to monitor post market feedback and will recognize in the future if this issue reoccurs. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The pencil is getting an electric shortage when soaked with blood or saline. The cautery machine either shows error or continuously coagulating/cutting without using buttons. The end user is concerned it may lead to electric shock or severe injury to the patient or staff.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating an electrosurgical pencil (88-e0031, lot 17112104) was "getting an electrical short" during use. A sample was returned for evaluation and forwarded to the manufacturer. The pencil is supplied to deroyal by vr medical technology. The supplier corrective action request (scar) and supplier notification letter logs were reviewed for similar complaints. Similar complaints were identified; therefore, a scar was issued to vr medical. As of the date of this report, a response has not been received. The investigation is ongoing at this time. This report will be updated when new and critical information is received.

Event description:
The pencil is getting an electric shortage when soaked with blood or saline. The cautery machine either shows error or continuously coagulating/cutting without using buttons. The end user is concerned it may lead to electric shock or severe injury to the patient or staff.